Event description:
Information was received from a health care professional regarding a patient who was receiving 2,000 mcg/ml gablofen at 1,424 mcg/day (as of (B)(6) 2016) and 1,299.8 mcg/day (as of (B)(6) 2016) via a pump implanted for intractable spasticity and multiple sclerosis. It was reported that since (B)(6) 2016 the health care professional had been struggling with the patient's dosing. The patient 's dose was decreased over the last 2 pump refills with the last refill occurring on (B)(6) 2016. The weekend of (B)(6) 2016, the patient heard a critical pump alarm. On (B)(6) 2016, it was confirmed that numerous stalls and recoveries occurred. On (B)(6) 2016, the pump first stalled and lasted 3 hours and 55 minutes. There were 2-3 stalls after that and then the most recent stall occurred on (B)(6) 2016 without a stall recovery. On (B)(6) 2016, the patient was experiencing hallucinations (she saw yellow sheets but they were white), increased tremors, and feeling "jittery/fidgety." It was noted that the patient did not use any electromagnetic interference inducing equipment or recently have an MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.